Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak at the level of the set drain bag sealing near the stopcock. The bag is provided by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag defect was determined to be related to a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st100 set approximately one (1) hour after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.